Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 562 mg/dl. Customer did not mention any treatment and symptoms related to high blood glucose level. It was unknown if the insulin pump was on auto mode. Customer stated that insulin pump had hardware low level failure and battery failed alarm. Customer stated that they were able to clear the alarm and also were able to rewind the insulin pump. Customer stated that insulin pump had passed self test. Customer stated that contacts were not missing, damaged, or corroded. The insulin pump will not be returned for analysis.